Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and during treatment loose epi was noticed in both eyes (ou), more in the left eye (os) than the right eye (od). A bandage contact lens (bcl) was placed in the os. On (B)(6) 2019 patient complained of burning ou and blurrier os. The uncorrected visual acuity (ucva) od 20/25, os 20/40. Muro ung was prescribed for ou every night at bedtime (qhs) but is to hold on os until bcl removal. Patient is to continue with other drops as directed. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2019: right eye pre-op 20/20 -2.50 x -.75 x 95; left eye pre-op 20/20 -3.75 x -.25 x 52.